Manufacturer narrative:
A product development investigation was performed. The 05.001.401 lot number 203966.004 handpiece for piezoelectric system and 03.000.424.98s round saw for piezoelectric system with unknown lot number were returned and reported to have broken. This complaint condition was likely caused by over six years of consistent use and possible rough handling during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and device history record (DHR) review were performed as part of this investigation. This complaint is confirmed. The 05.001.401 handpiece and 03.000.424.98s round saw for piezoelectric system are instruments routinely used in the piezoelectric system. The devices were returned and reported to have broken. This condition is confirmed; the tip of the round saw attachment has entirely broken off along a rough fracture surface. The metal portion of the handpiece has also separated from the rubber sheath exposing the wires underneath. It is likely that over six years of consistent use and possible rough handling during surgery has led to this complaint condition for the handpiece. The handpiece was manufactured in 12/2010 and is over six years old. The saw attachment likely fractured due to the application of excessive force during surgery. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: dzi, erl, hbe, hwe. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during unknown maxillofacial procedure on (B)(6) 2016, while standing off to the side of the patient, the tip of the handpiece for piezoelectric system broke off. The device did not come in contact with the patient at any time, no fragments were generated. The surgeon used a dental drill to complete the procedure successfully with no delay and no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing date: device received, inspected and released on december 29, 2010 in synthes (B)(4). Manufacturing location: supplier ((B)(4)). Business group: (B)(4). Previous to the current issue reported, the device has not been serviced; hence no service history record review is possible. No non-conformance reports were generated during incoming inspection. Review of the device history record(s) showed that there were no issues during the inspection process that would contribute to this complaint condition. The conclusion of the device history record review is that the final product met inspection requirements, certification test values, and acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.